Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
It was reported that the implant at tooth site #8 was removed as it was fractured. Fracture discovered on cbct at post-op. Was never restored. Vertical fracture appears to be from platform to middle of implant toward apex. Removed implant and placed same size.